Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a fault code 1005 when interrogated. The fault code indicates high out of range shock lead impedance and reviewing the data for the left ventricular (lv) lead confirmed it was out of range. The lv lead is a non-bsc lead. The device also reached battery capacity depleted (bcd). This ICD and lv lead are planned to be explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.